Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2020-04375. Manufacturer's investigation conclusion: the reports of device thrombosis, hemolysis, hematuria, and driveline infection could not be confirmed during this investigation. The account stated that the cause of the hemolysis and hematuria was a thrombus on the bearings of the inlet stator; however, a direct correlation between the device and the reported hemolysis and hematuria could not conclusively be determined. Furthermore, a specific cause for the driveline infection could not be conclusively determined. The account reported that the patient underwent a heartmate ii to heartmate ii exchange for a suspected thrombus causing hemolysis and hematuria, as well as for a driveline infection. A thrombus was stated to have been found at the bearing ball and cup of the inlet stator. Heartmate ii left ventricular assist system (lvas), serial number (B)(6) was not returned for analysis. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis, hemolysis, bleeding, and driveline infection as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. This section also contains information on minimizing the risk of infection, including a subsection on ¿controlling infection.¿ heartmate ii lvas patient handbook: section 4 ¿living with the heartmate ii¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean and undamaged. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange. It was reported that the reason for exchange was for pump clot and driveline infection.